Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through review of the event history log. Evaluation was unable to reproduce the reported symptom and no component could be identified for causality. Therefore, no additional investigation is required for this complaint and the complaint will be trended through aggregate complaint data and analyzed to assess for further action as needed.

Event description:
It was reported that a spectrum pump displayed system error 105 in the acute care area during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out and that there was no patient injury.